Manufacturer narrative:
Medwatch ufr (B)(4) d4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through medwatch ufr (B)(4) received (B)(6) 2026 that the patient presented to clinic on (B)(6) 2026 with damage on their modular cable. The modular cable was replaced. It was noted that this incident required intervention to prevent impairment/damage.